Manufacturer narrative:
Serial number not confirmed. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a wireless monitoring loss error message at all central stations and that all access points (aps) were listed as offline. The wireless system was in use monitoring multiple patients. No adverse event involving patient or user was reported.